Event description:
Customer reported via phone, the insulin pump was alarming no delivery during bolus. Customer's blood glucose was 458 mg/dl. Customer was advised to do a fixed prime into the air and insulin exit. Customer was advised it might be site issues. She was unable to remove the site. Customer called back and stated her blood glucose hasn't lowered, 405 mg/dl. Troubleshooting was performed for high blood glucose and customer stated she had changed her complete set prior to calling and treated high with bolus. She removed the site and it was bent and had insulin in her skin. High pressure test was performed and the device passed. She was advised to monitor. Customer called back for the third time and reported the device is alarming again. Blood glucose was 312 mg/dl. Fixed prime to the air was performed and insulin did exit. She was advised to remove site and stated the cannula was not bent. She was advised to use a different lot of infusion set. The device is not being returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.